Event description:
During an in-clinic follow-up, noise that led to oversensing, automatic mode switch (ams) and decreased pacing impedance were detected on the right atrial (ra) lead. The suspected cause of event is due to a lead fracture. The device was reprogrammed as a temporary solution. The patient was stable and will continue to be monitored.